Event description:
Customer called to report a drive tube break that "severed in half" at the arm of the centrifuge. Operator reports it was early in the patient's treatment, about 10 minutes into treatment and shortly after purging air, estimated around 200 ml wbp. Blood leak centrifuge alarm occurred and stopped the bowl. There were no issues or alarms in prime or within the first 10 minutes of the treatment, and the kit installation was double checked by another operator. Treatment was aborted and the patient was sent home in stable condition. Service order (B)(4) was dispatched. The kit was not returned for investigation; however, the customer sent photos. Customer called back on (B)(6) 2015 for an unrelated issue. Customer reported that while checking the installation of a kit in the centrifuge with a flashlight, they noted some residual dry blood from this incident, including on the sensorized drive tube clamp assembly, and on other areas of the centrifuge. Service order (B)(4) was dispatched to check and clean the instrument.

Manufacturer narrative:
A review of lot c353 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. Drive tube breaks were investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). No CAPA was initiated for alarm #7: blood leak? (Centrifuge chamber). A photo analysis was conducted for this complaint. Examination of the photographs confirmed that the drive tube broke and a blood leak occurred; however, the root cause for the drive tube break could not be determined from the information available. (B)(4) feedback: service engineer cleaned blood spill from centrifuge. Replaced bad leak detector. Installed second leak detector strip as first replacement gave errors due to apparent bad crimp. Performed system checkout. All components checked out to manufacturer's specifications. (B)(4) feedback: service engineer replaced drive tube clips, and sensorized drive tube clamp. Checked alignment of index pulse. Cleaned residual blood from centrifuge area. Performed system checkout procedure. All systems checked out to be within manufacturer's specifications. The assessment is based on information available at the time of the investigation. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).